Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device:not positioned correctly") and genital haemorrhage ("abnormal bleeding (general),") in a 32-year-old female patient who had essure (batch no. A66683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache, allergic reaction, asthma and overweight. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for contraception as well as budesonide;formoterol fumarate (symbicort) since 2005, fexofenadine hydrochloride (allegra) since 1995 and salbutamol (albuterol) since 2003. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and allergy to metals ("allergy to nickel/nickel allergy,") with rash, erythema, urticaria and pruritus and was found to have weight decreased ("weight loss/weight gain / loss") and weight increased ("weight gain/weight gain / loss"). On (B)(6) 2014, the patient experienced migraine ("worsening of her migraines/migraines / headaches"), headache ("worsening of her headaches/migraines / headaches"), feeling abnormal ("hormonal changes describe: a feeling of being off balance"), cold sweat ("hormonal changes describe: hot and cold sweats"), feeling hot ("hormonal changes describe: hot and cold sweats") and irritability ("hormonal changes describe: irritable and moody"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping),"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse"), alopecia ("hair loss"), fatigue ("chronic fatigue/fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2015, the patient experienced back pain ("severe lower back pain"). On an unknown date, the patient experienced skin mass ("skin bumps"), dry skin ("dry skin"), rash macular ("patches of skin resembling burn marks"), blister ("blisters"), mood altered ("hormonal changes describe: irritable and moody") and dermatitis allergic ("allergic rash"). The patient was treated with ibuprofen (motrin) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, back pain, menorrhagia, migraine, headache, dyspareunia, alopecia, allergy to metals, fatigue, weight decreased, weight increased, feeling abnormal, cold sweat, feeling hot, irritability, vaginal haemorrhage, female sexual dysfunction and mood altered had resolved and the skin mass, dry skin, rash macular, blister and dermatitis allergic outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, blister, cold sweat, dermatitis allergic, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, feeling hot, female sexual dysfunction, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood altered, rash macular, skin mass, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Allergy test - in 2016: results: test confirmed that she was allergic to nickel. Hysterosalpingogram - in (B)(6) 2015: results: confirming full occlusion of fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: plaintiff fact sheet- event allergic rash was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device") and genital haemorrhage ("abnormal bleeding (general),") in a 32-year-old female patient who had essure (batch no. A66683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache, allergic reaction and asthma. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2013 to (B)(6) 2013 for contraception as well as budesonide w/formoterol fumarate (symbicort) since 2005, fexofenadine (allegra) since 1995 and salbutamol (albuterol) since 2003. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, allergy to metals ("allergy to nickel/nickel allergy,") with rash, erythema, urticaria and pruritus, weight decreased ("weight loss/weight gain / loss") and weight increased ("weight gain/weight gain / loss"). On (B)(6) 2014, the patient experienced migraine ("worsening of her migraines/migraines / headaches"), headache ("worsening of her headaches/migraines / headaches"), feeling abnormal ("hormonal changes describe: a feeling of being off balance"), cold sweat ("hormonal changes describe: hot and cold sweats"), feeling hot ("hormonal changes describe: hot and cold sweats") and irritability ("hormonal changes describe: irritable and moody"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping),"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse"), alopecia ("hair loss"), fatigue ("chronic fatigue/fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2015, the patient experienced back pain ("severe lower back pain"). On an unknown date, the patient experienced skin mass ("skin bumps"), dry skin ("dry skin"), rash macular ("patches of skin resembling burn marks"), blister ("blisters") and mood altered ("hormonal changes describe: irritable and moody"). The patient was treated with ibuprofen (motrin) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, back pain, menorrhagia, migraine, headache, dyspareunia, alopecia, allergy to metals, fatigue, weight decreased, weight increased, feeling abnormal, cold sweat, feeling hot, irritability, vaginal haemorrhage, female sexual dysfunction and mood altered had resolved and the skin mass, dry skin, rash macular and blister outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, blister, cold sweat, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, feeling hot, female sexual dysfunction, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood altered, rash macular, skin mass, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2016: test confirmed that she was allergic to nickel hysterosalpingogram - in (B)(6) 2015: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporters details and aka name added. Event added as hormonal changes describe: hot and cold sweats, irritable and moody, and a feeling of being off balance. Abnormal bleeding (general),abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), malposition of essure device location of device/migration of essure device location of device, mgraines / headaches. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. On (B)(6) 2018: fu1+fu2 processed together incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("malposition or migration of essure device location of device: embedded in myometrium.") And genital haemorrhage ("abnormal bleeding (general),") in a 32-year-old female patient who had essure (batch no. A66683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache, allergic reaction, asthma and overweight. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 for contraception as well as budesonide;formoterol fumarate (symbicort) since 2005, fexofenadine hydrochloride (allegra) since 1995 and salbutamol (albuterol) since 2003. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and allergy to metals ("allergy to nickel/nickel allergy,") with dermatitis allergic, erythema, urticaria and pruritus and was found to have weight decreased ("weight loss/weight gain / loss") and weight increased ("weight gain/weight gain / loss"). On (B)(6) 2014, the patient experienced migraine ("worsening of her migraines/migraines / headaches"), headache ("worsening of her headaches/migraines / headaches"), feeling abnormal ("hormonal changes describe: a feeling of being off balance"), cold sweat ("hormonal changes describe: hot and cold sweats"), feeling hot ("hormonal changes describe: hot and cold sweats") and irritability ("hormonal changes describe: irritable and moody"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping),"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse"), alopecia ("hair loss"), fatigue ("chronic fatigue/fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2015, the patient experienced back pain ("severe lower back pain"). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain"), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain"), skin mass ("skin bumps"), dry skin ("dry skin"), rash macular ("patches of skin resembling burn marks"), blister ("blisters"), mood altered ("hormonal changes describe: irritable and moody"), dermatitis allergic ("allergic rash") and device expulsion ("malposition of essure device location of device: embedded in myometrium,"). The patient was treated with and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, abdominal pain lower, skin mass, dry skin, rash macular, blister, dermatitis allergic and device expulsion outcome was unknown and the genital haemorrhage, dysmenorrhoea, back pain, menorrhagia, migraine, headache, dyspareunia, alopecia, allergy to metals, fatigue, weight decreased, weight increased, feeling abnormal, cold sweat, feeling hot, irritability, vaginal haemorrhage, female sexual dysfunction and mood altered had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, blister, cold sweat, dermatitis allergic, device expulsion, dry skin, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, feeling hot, female sexual dysfunction, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood altered, pelvic pain, rash macular, skin mass, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Allergy test - in 2016: results: test confirmed that she was allergic to nickel. Hysterosalpingogram - in (B)(6) 2015: results: confirming full occlusion of fallopian tubes. My doctor was unsure about one side, but assumed since they did not see dye it was okay, (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2019: pfs received. Events migration of essure device location of device: embedded in myometrium. And malposition of essure device location of device: embedded in myometrium added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device") and genital haemorrhage ("abnormal bleeding (general),") in a 32-year-old female patient who had essure (batch no. A66683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache, allergic reaction and asthma. Concomitant products included medroxyprogesterone (depo provera) from (B)(6)2013 to (B)(6)2013 for contraception as well as budesonide w/formoterol fumarate (symbicort) since 2005, fexofenadine (allegra) since 1995 and salbutamol (albuterol) since 2003. On (B)(6)2013, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, allergy to metals ("allergy to nickel/nickel allergy,") with rash, erythema, urticaria and pruritus, weight decreased ("weight loss/weight gain / loss") and weight increased ("weight gain/weight gain / loss"). On (B)(6)-2014, the patient experienced migraine ("worsening of her migraines/migraines / headaches"), headache ("worsening of her headaches/migraines / headaches"), feeling abnormal ("hormonal changes describe: a feeling of being off balance"), cold sweat ("hormonal changes describe: hot and cold sweats"), feeling hot ("hormonal changes describe: hot and cold sweats") and irritability ("hormonal changes describe: irritable and moody"). On (B)(6)2015, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6)2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping),"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse"), alopecia ("hair loss"), fatigue ("chronic fatigue/fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6)2015, the patient experienced back pain ("severe lower back pain"). On an unknown date, the patient experienced skin mass ("skin bumps"), dry skin ("dry skin"), rash macular ("patches of skin resembling burn marks"), blister ("blisters") and mood altered ("hormonal changes describe: irritable and moody"). The patient was treated with ibuprofen (motrin) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, back pain, menorrhagia, migraine, headache, dyspareunia, alopecia, allergy to metals, fatigue, weight decreased, weight increased, feeling abnormal, cold sweat, feeling hot, irritability, vaginal haemorrhage, female sexual dysfunction and mood altered had resolved and the skin mass, dry skin, rash macular and blister outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, blister, cold sweat, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, feeling hot, female sexual dysfunction, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood altered, rash macular, skin mass, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2016: test confirmed that she was allergic to nickel hysterosalpingogram - in february 2015: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced allergy to metals ("allergy to nickel"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain"), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("severe lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse"), rash ("rashes"), erythema ("skin redness"), skin mass ("skin bumps"), dry skin ("dry skin"), skin discolouration ("patches of skin resembling burn marks"), urticaria ("hives"), blister ("blisters"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, back pain, menorrhagia, migraine, headache, dyspareunia, rash, erythema, skin mass, dry skin, skin discolouration, urticaria, blister, pruritus, alopecia, allergy to metals, fatigue, weight decreased and weight increased outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, blister, dry skin, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, skin discolouration, skin mass, urticaria, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2016: test confirmed that she was allergic to nickel hysterosalpingogram - in (B)(6) 2015: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.